Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient could not charge and could not use his device at the time of the report. The patient's non-compliance with charging for over 3 months contributed to the issue. Communication with the implantable neurostimulator recharger and the clinician programmer was not possible. A trickle charge was performed with subsequent charge to (B)(6). The device was interrogated and the power on reset 0 x 8 was cleared with the clinician programmer. The device stated it was at end of service at the time of the report. The patient's programming b was 4- 5- 6+ 7+ 450 microseconds and 45 hertz. There were no further interventions planned. The patient may or may not get a replacement pending discussion with their health care provider. There were no patient symptoms reported. The patient's medical history included chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.